Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The cause of the issue was not determined since product was not returned. The impella cp was used beyond indication for use per design trace matrix 0046-9910. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, that there was continuous suction during support. After trying to adjust pump in the cath lab to resolve suction, the decision was made to implant new pump. The pump was removed and replaced. It was also noted that there was small oozing noted at the insertion site as well as all invasive line sites and the patient received blood products.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The cause of the issue was not determined since product was not returned. The impella cp was used beyond indication for use per design trace matrix 0046-9910.

Event description:
The complainant reported continuous suction during support, despite troubleshooting attempts to resolve. The pump was removed and replaced.